Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monitor associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure could not be replicated. The monitor was installed on the test system and started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the left eye in surgeon side console (ssc) 2 was black. The surgeon swapped to ssc, also connected to the system, and surgery resumed. Prior to call, the site already checked issue was not endoscope related by switching between left and right eye on vision side cart (vsc) and also confirmed by image in both eyes on ssc1. The technical service engineer (tse) found no relevant errors in logs and requested to power cycle system. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse confirmed that the site had no reported problems and no trouble during the procedure. The system was tested and verified as ready for use.